Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an inoperable ipg. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. No further information is known at this time.

Event description:
Additional information obtained indicated that the ipg was explanted because it was inoperable. Therapy was restored post-operatively.